Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was a transmitter failed error. No additional event or patient information is available. Data was received for evaluation but does not match the full investigation window. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. There was no log available to download. The allegation was undetermined. The root cause could not be determined.